Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The customer cancelled the service call.

Event description:
The customer reported that the system displayed poor image quality.